Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately five months ago. Vessel morphology at the time of implant was reported as very complicated as there were bilateral common iliac stents implanted prior to stent graft implantation on an unknown date due to the small in diameter iliac vessels and small terminal aorta. A recent CT scan demonstrated that there was a kink in the left iliac limb and thrombosis with occlusion up to the stent graft bifurcation. The patient was treated with a femoral to femoral bypass procedure. No additional clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Inherent risk of procedure (stent graft kink), patient's condition affected effectiveness of device (small iliac arteries and terminal aorta), device failure/lack of effectiveness related to patient condition (small iliac arteries and terminal aorta).